Event description:
Was initially received via regulatory authority (food and drug administration, reference number: mw5080369) on 29-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure migrated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (it was reported that she had to have it remove surgically). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date: (B)(6) 2016, were reported, but not specified and/or assigned to the event. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure migrated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (it was reported that she had to have it remove surgically). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date: (B)(6) 2016, were reported, but not specified and/or assigned to the event. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.